Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Concomitant medical products: the product has been requested to be returned to zimmer biomet for an investigation. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
07 apr 2022 update. It was reported that: initial right hip hemiarthroplasty was performed on (B)(6) 2018 in an (B)(6) male. Subsequently, the patient was revised due to a deep infection on (B)(6) 2018. On 02-mar-2022, a journal article was retrieved from the journal of orthopaedic surgery (2021) that reported a study from japan that looked at the impact of the surgical approach on postoperative dislocations. The purpose of the study was to evaluate the efficacy and safety of hemiarthroplasty performed using the cpp (conjoined tendon preserving posterior) approach for femoral neck fractures. The study reviewed 322 patients with femoral neck fractures. A bipolar hemiarthroplasty was performed in all patients using a press-fit taperloc stem and ringloc bipolar cup. Two patients were excluded from the study due to receiving a total hip at the time of surgery, leaving 320 patients for final review. No patients were excluded based on age, frailty, or cognitive status. The study population had a mean age of 83.3 years at the time of surgery (range 57-104) and a mean bmi of 20.7 (range 11.4-28.9). The final follow-up was conducted at 9.1 +/- 1.5 months after surgery (range 6-17 months). Complaint 4: the study reported that 2 patients underwent revision of the femoral stem due to deep infection. After revision, the patients were lost to follow up.

Event description:
It was reported, that: initial right hip hemiarthroplasty was performed on (B)(6) 2018 in an 80-year-old male. Subsequently, the patient was revised due to a deep infection on 14-mar-2018.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: adequate photographs have not been provided and product the has not been returned for evaluation. Therefore, the investigation has been limited to the information provided, and a complaint history search. DHR review could not be conducted as the lot number was not provided. This device is used for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Complaint history review for 650-1158 identified four (4) previous complaints with a similar complaint category (infection). Medical records or x-rays are not relevant to this event. The likely condition of the device when it left zimmer biomet is conforming to the specification. The reported event has not been confirmed as relevant photographs have not been provided and the product has not been returned for evaluation. The root cause of the reported event cannot be determined with the information provided. A field action search could not be performed as the lot number is unknown. Corrective or preventative action is not required. The root cause of the reported event cannot be determined with the information provided. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be tendered accordingly. Zimmer biomet will continue to monitor for trends.